Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an abdominal hysterectomy procedure, the white pad detached during the colpotomy. They finished the procedure with monopolar cautery. There was no patient consequence.